Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch reports 1220908-2018-00770, 1220908-2018-00771, 1220908-2018-00773, 1220908-2018-00774, 1220908-2018-00775, 1220908-2018-00776 for a similar events reported from the same customer.

Manufacturer narrative:
The reported malfunction was observed and attributed to the lithium battery on the system board. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 10 years old from date of manufacture. Analysis of reports of this type has not identified an increase in trend.